Manufacturer narrative:
Method: visual examination, complaint history review, DHR review, fmea review. Result: visual examination confirms separation of head from screw (only screw head was received). Per analysis, since (B)(6) 2004, (B)(4) were received. Testing and analysis determined that this is not attributable to the design or the manufacturing of the product. DHR review: mfg records of this lot were reviewed and no deviations occurred that could have contributed to this event. Fmea review: review of xia d-fmea rev 2 was conducted, event was found to be within normal occurrence rates. Conclusion: testing shows the max load to achieve screw head separation is above 2000n. The strength of the head to resist a cam force of (B)(4) applied in direction of head tilt is greater than 24nm to cause separation. The disassembly of the tulip from the inserted bone screw is not considered to be due to the design or the manufacturing of the product. From visual examination and other product testing, it appears that the screw was manipulated once in place. This led to an excessive cantilever effort being applied between the parts, the head being overangulated, leading to screw separation, which is caused from user handling.

Event description:
It was reported that "mono driver was used to manipulate the poly axial screw head, screw head then popped off."